Event description:
It was reported that during use with 3 bd micro-fine¿ pro pen needles 32g x 4mm the medication was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's report is that the pen needle was attached to the pen but the drug solution did not come out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-feb-2023. Investigation summary: three open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on two samples and a broken non patient end of cannula was observed on the remaining sample. Due to the condition the samples were returned no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with 3 bd micro-fine¿ pro pen needles 32g x 4mm the medication was unable to be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the user's report is that the pen needle was attached to the pen but the drug solution did not come out.